Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 337 mg/dl. The customer changed out the infusion set twice and administered an insulin injection to lower the bg level. The customer did not know the cause of the high bg; however, thought it was due to a "bad site". Tandem technical support advised the customer to discuss the event with a healthcare provider.